Event description:
Report received indicated that during a percutaneous transluminal angioplasty to an artery located below the knee, the balloon was ruptured. The vessel was tortuous without calcifications. The product was prepped and use following the instructions for use (IFU). The product was advanced to the target lesion over the guidewire and through the sheath introducer and the balloon was inflated using and indeflator. However, the balloon ruptured at nominal pressure during the third inflation. Therefore, the balloon was withdrawn from the patient's body and exchanged for another balloon to complete procedure successfully. There was no reported patient injury.

Manufacturer narrative:
During a percutaneous transluminal angioplasty to an artery located below the knee the balloon was reported to have ruptured. The vessel was described as mildly tortuous. The product was used and prepared as per the IFU. The product was advanced to the target lesion over the guidewire and through the sheath introducer and the balloon was inflated using an indeflator. However, the balloon ruptured at nominal pressure during the third inflation. Therefore, it was withdrawn from the patient's body, and another balloon was used to successfully complete the procedure. There was no reported patient injury. Manufacturing records for lot number r1204121 were reviewed and results indicate that product met quality requirements for product acceptance. The balloon burst pressure tests were found to be pass. The product was not returned for evaluation and testing. With the information provided and without the returned product the exact cause of the reported issue could not be determined. However, vessel characteristics may have had an effect.